Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the procedure (stomach resection) the surgeon used our ta4548s stapler to close the duodenum, but he noticed that the closing was leaking. Then he used another stapler to close it again, but still there was a leakage from duodenum. The surgeon decided to close it once again manually and he used the sutures. During the 24 hr period after the procedure the complications appeared and they needed to re-operate the patient. Now patient is in a good condition. No reinforcement material used in conjunction with the stapling device.